Manufacturer narrative:
Investigation of returned guidewire revealed its core wire broken at approx. 25mm from tip end. Retrieved tip fragment was returned, was found tangled. Close observation of the breakage site revealed the trace of rotation before breakage with the core wire while pull-apart breakage with the coil wire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that rotational manipulation was applied to the guidewire that was trapped in the lesion, and the core wire was broken off when the accumulated rotational force exceeded the product design limit, along with guidewire removal manipulation the coil was pulled and broken apart. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction.

Event description:
Reportedly, subject guidewire was used to bk area with a support catheter. During the attempt of crossing the target lesion, tip of the guidewire got trapped in the lesion, and tip breakage was noted during additional attempt for bail out. Broken fragment was retrieved out using a myocardial biopsy, the procedure was completed by poba revascularization.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: 3009121749.